Event description:
Received a fax regarding an event involving aquacel ribbon. Sent to mhra on 18th august 2006. Reporter believes he ensued sepsis and cellulitis to an arm wound due to difficulty in removing the aquacel ribbon. He states that 24 hours after insertion, the product had turned to a gel with no tensile strength whatsoever. In attempts to remove the product, a larger wound (which had been sutured) was opened under local anaesthetic. The aquacel could not be retrieved in this way either . Eight days post injury the wound was explored under general anaesthetic and the remnants of the product were removed. IV and oral antibiotics were prescribed for a further 3 weeks and the wound is now healing.

Manufacturer narrative:
Reported to the FDA on october 13, 2006.